Event description:
The account alleged the side rail would not raise to the latch position. No pt impact.

Manufacturer narrative:
The tech found the side rail assembly latch cover was badly bent. The tech replaced the side rail latch cover to resolve the issue.